Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances. Additional information has been requested but not provided at this time. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances. Subsequently, this ICD was explanted. Another ICD was implanted to complete the procedure. Additional information was requested but not provided. Due diligence has been completed. This ICD has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This ICD was thoroughly inspected and analyzed upon receipt. High power visual inspection of the header and lead barrels noted no irregularities. A review of device memory found no suspicious fault codes. The device also passed returned product tests which verified the performance of shocking, pacing, sensing, and recording functions of the device commensurate with battery voltage. The analysis found no evidence of device anomalies outside of the bounds of normal medical use and was found to be operating normally. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances. Subsequently, this ICD was explanted. Another ICD was implanted to complete the procedure. Additional information was requested but not provided. Due diligence has been completed. This ICD has been returned for analysis. No additional adverse patient effects were reported.